Event description:
It was reported that an ilet pump¿s screen became unresponsive, and a diagonal crack on the left side of the pump housing was identified; the user¿s blood glucose at the time of the report was 146 mg/dl, and the user was operating with a dexcom g6. Symptoms included inability to access pump functions due to a frozen display. Outcomes included shipping a replacement ilet, user education on return procedures and start-up, and continued cgm use with the phone or receiver until replacement arrival. Investigation included remote troubleshooting and collection of device details and photographs. Investigation of this case revealed physical damage to the pump¿s display assembly consistent with a cracked screen causing loss of user interface functionality. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.